Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with high blood glucose (bg) values reaching 500 mg/dl. No treatment information was given. The patient was dizzy and lightheaded. The pod was discarded. No further details given.